Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(4) 2015 alleging a rf communication (communication fails during bolus) issue. The reporter stated that the patient had a blood glucose (bg) of 417mg/dl with extreme drowsiness. The patient received phone advice for treatment. Customer support (cs) completed troubleshooting and there were no bolus' cancelled. Bolus settings were adjusted. This report is being made due to the bg excursion the patient experienced due to an alleged rf communication issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2015 with the following findings: daily insulin delivery totals correctly reflect user's programmed basal rates. No activity related to the pi observed in the black box or download history. Returned battery cap used for investigation. The pump paired successfully with a test meter. Boluses executed using meter remote with no errors occurring. Pump passed rf testing. Pump passed delivery accuracy test and found to be delivering within required specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).